Manufacturer narrative:
(B)(4).

Event description:
New information received states the reason the device was explanted was due to backup vvi mode.

Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. Upon receipt, the device was in backup vvi mode. The device was tested on the bench and no anomalies were found. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The backup operation was a result of memory corruption.

Event description:
This report is to advise of the event observed during analysis.